Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump has a crack and won't turn on anymore. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump powered up properly after the test battery was inserted. The pump was monitored for 1 day. No blank display noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Pertaining to svn (B)(4) and event date 01-feb-2025. Please see below for the customer's daily total of all insulin delivered on (B)(6) 2025 and (B)(6) 2025. (B)(6) 2025 dailytotalofallinsulindelivered: 154000 (15.4 u). (B)(6) 2025 dailytotalofallinsulindelivered: 39500 (3.95 u). Unable to list the customer's daily total of all insulin delivered on (B)(6) 2025 to (B)(6) 2025 in the pump history file due to no data available. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 01-feb-2025 due to no data available in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 01-feb-2025 in the pump history file. (B)(6) 2025 13:12:00.000 alarmalertnotification (40). Faultnumber: lowbatteryalert (104). (B)(6) 2025 15:45:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2025 16:23:13.000 batteryremoved (55). (B)(6) 2025 16:23:13.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). (B)(6) /2025 16:33:00.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). (B)(6) 2025 16:34:04.000 alarmalertnotification (40). Faultnumber: postresetramcrcalarm (23). (B)(6) 2025 16:34:16.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). (B)(6) 2025 16:34:24.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). (B)(6) 2025 16:36:07.000 batteryremoved (55). (B)(6) 2025 16:36:07.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lowbatteryalert (104) not confirmed. Lostsensor1alert (780) not confirmed. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Display anomaly-blank display not confirmed. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.